Event description:
The report stated that during the procedure, no sealing was achieved although an end tone, indicating a completed seal, was heard. There was no bleeding or patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.